Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure, post lwz l4 l5 fusion, there was no reaction when the imaging system must be placed in anterior position or lateral position after parking position. There was a reported delay to the procedure of more than 1 hour due to this issue and no impact on the patient outcome. The procedure was completed without the navigation system.

Manufacturer narrative:
Additional information: medtronic representative reported that the device could not be repaired and the system was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that the imaging system was replaced. The imaging system was returned to the manufacturer. Testing found that the reported issue could be replicated. It was noted that the computer of the imaging system and vector dongle were replaced to restore functionality. The dongle and computer have not been received by the manufacturer for evaluation.